Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the light guide (lg) lens was dirty. The plastic cover at the distal end was missing and foreign material was found deposited on the distal end unit. Leakage and electrical safety tests were performed reporting leak at the distal end unit. User¿s complaint of leakage was confirmed. Other incidental observations noted are: the grip, s-cover, s-connector, lg cover glass and connector, connecting tube, switch box, control unit, universal cord, and right/left knob all have a scratch; air/water cylinder and s-cylinder have discoloration; switch 1 has a cut; expected insulation capacity is not obtained due to cut on heat shrinking tube of the fe lever; water tightness is lost due to chip on distal end; and forceps channel is deformed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for the issue of not passing the leak test during reprocessing. There is no patient involvement. Upon evaluation of the returned device, it was observed that the light guide lens was dirty. The plastic cover at the distal end was missing and foreign material was found deposited on the distal end unit. This medwatch is being submitted for the reportable issues of dirty light guide lens and foreign material found on the distal end unit with the missing plastic cover observed during device evaluation.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to g3 of the initial medwatch. The aware date should be 18-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, regarding the lens interior was dirty, it is likely that: a) physical stress generated gap at lg lens glue. Dirt entered from there. B) moisture invaded the device which caused corrosion of inner parts of lg-lens. And the corrosion product remained as dirt. Regarding there was a gap around the plastic cover, it is likely that the event occurred by deterioration of glue between plastic cover and body due to influence of physical stress/chemical stress from handling and/or storage environment. Regarding foreign material adhered to the distal end, it is likely that the event occurred by the following device handling: a) foreign material entered a gap of glue between the plastic cover and the body which was generated before breakage of the plastic cover. B) moisture entered from the gap, and the-body was corroded. C) foreign material adhered to the body after breakage of the plastic cover. A definitive root cause cannot be identified. Since the instructions for use (IFU) states the following, the events were seemingly preventable. "Operation manual: important information ¿ please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: 5.1 storage: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor the field performance of this device.